Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the duplicate accounts were identified on the pyxis server, with two accounts admitted. Only one account (B)(4) was admitted in meditech expanse; however, the pyxis server had both this account and (B)(4) active. This appeared to be related to a merged patient issue. A previous pyxis ticket had been opened regarding a merged patient issue, and it was stated that the issue was resolved following the upgrade to server version 1.11. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.